Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported that the lead could not get past the atrium and there was a "difficult passage". It was also reported that there was "nothing wrong with lead. Doctor changed his mind". The lead was not implanted and another lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): primary analysis finding: no anomalies were found. The full lead was returned and analyzed. Blood/body fluid was present in/on the helix mechanism.